Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys ca 19-9 immunoassay results for two patient sample from cobas 8000 e 801 module serial numbers (B)(4). Patient 1 initial result was 38.5 u/ml. The repeat results were 4.3 u/ml from another cobas e801 and 4.1 u/ml from the original cobas e801. The customer reported the result of 4.1 u/ml to the physician. On (B)(6) 2019, patient 2 initial result was 145 u/ml. The repeat result was 18.9 u/ml. It was unknown which result was reported outside of the laboratory.

Manufacturer narrative:
The investigation determined that there was reagent contamination, which occurred during the filling process of the elecsys ca 19-9 reagent cassettes lot number 416245 for the cobas e 801 module only. The issue is related to contamination of the reagent with magnetic particles. A replacement lot is not currently available. Roche has provided two workaround options to customers. The first workaround is customers may discontinue running the elecsys ca 19-9 assay on the e801 and instead run the ca 19-9 assay on the cobas e 411 analyzer, cobas e 601 and 602 modules, or the modular analytics e 170 module. The second workaround is customers can continue to run the ca 19-9 assay on the e801 and repeat all results =37 u/ml within 2 hours. Customers are also instructed to use only the first 200 determinations of the 300 test cobas e pack. Instructions for implementing these workarounds were communicated to customers by customer notification.